Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that it had just been adjusted and was working great but then pt had surgery on their fractured ankle and ever since they were having trouble with their bladder more, the nighttime was the hardest they don't get enough time. Pt said on tuesday they had trouble turning it off then they figured it out and told the patient it was turned back on again. Patient services (ps) offered to assist pt to check their settings and possibly make an adjustment. Pt said their equipment was not close by they will call back once they have it. Patient services (ps) reviewed pats hours and pt said they would call back.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.